Event description:
The event is reported as: complaint alleges: "today I had to change my mother's nasal cannula only to discover she was grasping for o2." "It appears that the one that am returning was defective. The tubing on one side is pinched closed preventing the flow of o2." No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
The device history report (DHR) was reviewed and the documentation generated during the manufacture of the product code with the batch number do not have records of issues related to kinks or bents during the manufacture of the device.